Event description:
The customer reported the system will not make x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the x-ray controller. No report on system repair status. This MDR is related to ge healthcare complaint.